Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that nine days postoperatively, the patient¿s eye appeared redder than expected and there was also an elevation in intraocular pressure. Best corrected visual acuity (bcva) decreased from 20/50 to 20/100, despite the epiretinal membrane (erm) having resolved. The patient developed cystoid macular edema (cme) and was started on corticosteroid. The patient was given a medication listed ad durezol. Visual acuity were then observed as count fingers, following the original observance. Procedure details and patient outcome have not been provided. Additional information has been requested but is not available at the time of this report. This complaint is pertaining the two of two reports received from the initial reporter.